Event description:
Additional information received reported that the patient's concerns regarding their device therapy were resolved after meeting with their healthcare professional and the company representative sometime in (B)(6) 2012. It was noted that the patient's device was set 'perfect'.

Event description:
It was reported that after the first implant, the patient experienced an infection related to the implant. The patient spent 4-5 days in the hospital before the infection cleared. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748940 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted:; product type extension product ID 748940 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted:; product type extension product ID 74002 lot# n248077 serial# implanted: (B)(6) 2011 explanted:; product type adapter product ID 37743 lot# serial# (B)(4) implanted: explanted:; product type programmer. (B)(4).